Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files show that several blower failure alarms were active on this device and a lot of high temperatures were visible on the logs. Confirmed that one of the field effector transistor on the main electronics and blower was damaged. A new main electronics and blower unit was sent.

Event description:
The customer reported that the blower on this device is not functioning and that there was a burning smell from this device. There was no patient involvement reported.